Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual inspection observed blood in the balloon, manifold and connector of the catheter and a pinhole in the outer balloon. The catheter is in good condition, with no kinks observed. The catheter was threaded with a guide wire with no problems. The catheter was connected to a test inflation unit and during the self test phase, the inflation unit would send puffs of gas into the balloon and small traces of blood were observed coming out of the outer balloon. Then the system went into treatment phase and completed two full treatment cycles with no errors. The inner balloon was pressurized and inflated and shows no leaks under water. The outer balloon was pressurized, but it did not inflate. No leaks detected in the balloon, shaft or connector. The vacuum port at the end of the balloon is clogged with dried blood. Water and blood were found inside the outer balloon. The outer balloon was removed and the inner balloon pressurized. The inner balloon is intact with no leaks. A pinhole was found in the outer balloon. With the pinhole on the outer balloon, as vacuum was being drawn, it pulled blood into the outer balloon and back down the vacuum line to the stop cock and connector. The blood dried and clogs up the vacuum port. This would prevent the outer balloon from inflating when house air was applied. The pinhole through the outer balloon allowed blood to enter the catheter and when the user attempted to pull vacuum, blood was drawn into the balloon, catheter manifold and connector. The blood got into the inflation unit through the connector which caused the inflation unit to have all lights flashing. The inflation unit was not received for evaluation. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
This event is reportable based on the product analysis approved in 2009. The lesion was located in the right superficial femoral artery. It was reported that on the seventh balloon inflation of the .035 - 6/100/120 polarcath balloon during a cryoplasty procedure, prior to the balloon being inflated by the nitrous gas, the inflation device shut down and all the lights began blinking. As they attempted to draw a negative on the deflate port of the polarcath balloon it was observed that blood was coming out of the deflate port. After this event the physician decided to stop the procedure and was pleased with the angiographic outcome. There were no patient complications. Patient status is reported as "fine and stable". However, the returned product analysis revealed that there was pinhole in the outer balloon.